Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen (unknown) (concentration 800 mcg/ml, dose 317.42 mcg/day) and dilaudid (concentration 15 mg/ml, dose 5.952 mg/day) via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the patient came in for a refill and the dual alarm was going off; the patient could not hear or distinguish the dual tone alarm. The pump was interrogated and it showed a motor stall. The hcp removed the drug, refilled and updated the pump. No motor stall was showing; they got the print out but no logs. The rep would call the patient to see if they heard any alarms and planned to bring the patient in to read the logs and advise the patient what to listen for or if they felt any type of withdrawal symptoms. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. Surgical intervention did not occur and it was unknown if it was planned. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was unknown what date the motor stall occurred as they did not yet have access to the logs.

Manufacturer narrative:
Recall number correction: z-0497-2013 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the event/difficulty occurred on (B)(6) 2017. The rep was called by the office to read a pump on (B)(6) 2018. The pump was performing as normal. The patient and the nurse practitioner (np) mentioned that during their last refill it showed that the pump was in a motor stall. On (B)(6) 2018, the logs were read, and it showed - a motor stall occurred on (B)(6) 2017 and did not recover until (B)(6) 2018 during their refill. The patient did not experience any withdrawal effects and the patient also had a neuro spinal cord stimulator (scs) system. It was noted it was unknown why the pump stopped in relationship to any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included reading the logs. It was noted since (B)(6) 2018 there had been no additional motor stalls. The patient was advised of their motor stalls and asked if any withdrawal symptoms occurred during that time. Both the patient and the husband said no. They were told to come to the physician office immediately if any withdrawal symptoms occurred. The np was notified, and the pump would be checked again on or around (B)(6) 2018 during their next refill to see if there were any volume discrepancies and make further decisions at that point in time. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to be obtained. The patient¿s weight was asked but unknown and would not be made available and the patient¿s medical history was asked and would not be made available. It was noted it was unknown if surgical intervention was planned and was asked, but would not be made available. No further complications were reported/anticipated or expected.